Event description:
A customer reported his freestyle lite meter was reading higher when compared to a competitor's meter. The customer further reported self-dosing with "medication" based on unspecified high reading, which resulted in loss of consciousness. The customer reportedly fell and broke her arm in three parts. The paramedics were called, gave her oxygen and transported to a local hospital where she was diagnosed with hyperglycemia and bradycardia. The hcp reportedly provided a pacemaker and increased customer's daily dose of metformin from 500mg to 1000mg. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.